Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the information provided to abbott vascular, the manufacturing records and complaint history for the reported lot. The investigation determined that the device damaged by another device appears to be related to user error of the third clip interacting with the second implanted clip, resulting in the single leaflet device attachment (slda). In addition, the challenging patient morphology likely contributed to the slda. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Additional reported information indicates the third clip was caught on a chord, and to get it untangled, the third clip came in brief contact with the second clip, causing it to come off one leaflet.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: mitraclip system, steerable guide catheter, 1 implanted mitraclip, 1 clip delivery system. The other mitraclip ((B)(4)) referenced filed under a separate medwatch MFR number. The customer reported the clip delivery system was discarded. The clip remains in the anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that, after contact with another clip delivery system (cds), the deployed clip ((B)(4)) detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet requiring an additional clip for treatment. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The leaflet pathology was noted to be challenging. Two clips ((B)(4)) were implanted and the mr was reduced to 2. It was noted that after the first clip was implanted, there were visualization difficulties. The third clip delivery system ((B)(4)) was advanced to the mitral valve; however, the clip became caught on the chordae. During the attempts to free the clip, the second clip ((B)(4)) detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr increased to 3. The third clip was deployed and an additional clip was implanted to stabilize the slda clip. A total of four clips were implanted, reducing the mr to 2. The patient was confirmed to be clinically stable post-procedure. No additional information was provided.